Event description:
It was reported the pt has not charged her ipg for an extended period of time and lost stimulation 3-4 months ago. The pt is now unable to communicate with or charge her ipg. Surgical intervention may be taken at a later date to address this issue.

Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.